Event description:
It was reported to boston scientific corporation that a spy discover catheter and spy discover controller were used during a percutaneous common bile duct exploration procedure performed on (B)(6) 2022. During the procedure, the spy discover catheter was connected into the controller but no image was produced. The scope was disconnected and reconnected back into the controller but the problem still exist. They powered down and unplugged the controller before restarting it and still no image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product code: ntn. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.